Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked from the y-site in and out of an incubator. The tubing disconnected at the y-port. The filter was not screwed on completely straight and the y-site felt very loose. This occurred when gauze was being taped to the line. The device contained total parenteral nutrition (tpn). There was no report of patient injury or medical intervention associated with this event. No additional information is available.